Event description:
It was reported that the subject device water stream very strong causing "slight internal bowel trauma". The issue occurred during sedation for a diagnostic colonoscopy procedure that was completed using the same set of equipment. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.